Manufacturer narrative:
History of short-to-shield and perc lead repair in jul2020 reported under related manufacturer report number 2916596-2020-03539. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a pump stop and associated alarms, however, a specific cause could not be conclusively determined. Additionally, a direct correlation between heartmate ii lvas, (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log file contained data from 18oct2020 to 19oct2020. Analysis of the log file captured a pump stop event and associated alarms at the end of the log file on 19oct2020 at 15:37:07. The event occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The account communicated that the patient was admitted with hemoptysis and possible respiratory infection. The account reported that the patient was lying in bed and experienced pump stop alarms. According to the account, no infection was seen upon exam and the patient has sent home on a non-grounded patient cable. The patient remains ongoing on heartmate ii lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03oct2016. The most recent revision of the heartmate ii instructions for use (IFU) lists infection as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with hemoptysis. The patient was laying bed and experienced asymptomatic pump stop alarms. The patient has a history of a short to shield for which the patient underwent a perc lead repair in (B)(6) 2020. Upon review of the log files technical services noted multiple pi events. The log showed the reported pump stops while connected to the power module. There was no infection on the exam and there were no additional pump stops. The cause of the pump stops was the short to shield.